Event description:
A report was received that the patient underwent a pocket revision. It was determined that the pocket was too deep, causing charging difficulty. The physician elected to replace the ipg. No malfunction was suspected. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision. It was determined that the pocket was too deep, causing charging difficulty. The physician elected to replace the ipg. No malfunction was suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. The ipg exhibited normal charging and discharging characteristics.